Event description:
It was reported that during a partial laproscopic gastrectomy/roux-en-y procedure after the second fire the firing trigger was loose and didn't feel sturdy. Surgeon got a new device to complete the case with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 388c10 . Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle, with no reload present, with the jaws and trigger in the close position. Also, the knife was noted as partially advanced, the home button was pressed to return the knife to the home position and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. While the device was being tested for functionality it was found that the firing trigger is not correctly biased and allows for automatic activation of the firing sequence when the firing trigger lock is disengaged. The device was disassembled and it was found that the firing trigger spring had become disconnected. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. The issue to the firing trigger spring has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c10, and no non-conformances were identified.